Event description:
Reportable based on device analysis completed on 14 december 2021. It was reported that during an ablation procedure with the intellanav stablepoint catheter the error message "force catheter error detected - 1704-2" appeared. The catheter was replaced and the issue was resolved. The procedure was completed. There were no patient complications. However, device analysis revealed a leak located in the pebax clear tubing in the spring tube cover region.

Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual inspection noted slight damage in the clear tube around the force spring. The steering knob and the tension control knob functioned properly on both lock and unlock positions. There was no abnormal resistance coming from the tension knob. While manipulating the shaft, continuity checks reveals that there aren't any opens or shorts. The device was pressure leak tested and did not pass the leak test on the distal end of the catheter shaft. The device was connected and recognized by the rhythmia hdx and maestro generator without any errors displayed or effecting performance. Force sensors and direct sense performance/results were within manufacturing standard range.